Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Rupture, capsular contracture baker gade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which the right side ruptured and had issue with capsular contracture baker grade IV, pain, and left side has issue with capsular contracture baker grade iii, and pain after implantation. The issue was confirmed by the physician. Patient hospitalized for overnight 23 hours for observation. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#: 3507340mc, sn#:(B)(4), and right replaced with cat#: 3507340mc, sn#: (B)(4) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device received on 11/14/2019. Device evaluation summary: during evaluation of the device it was observed to be ruptured. No other anomalies were discovered. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device.  Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging.  Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).